Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 436 mg/dl. Customer also reported they had difficulty pressing the act button to administer a bolus. The customer was assisted with delivering a bolus. The customer's blood glucose was 386 mg/dl at the end of the call. Customer declined to return the insulin pump for analysis.